Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify pump error 4 and frozen screen anomaly due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor safety circuit failed test alarm. Customer¿s blood glucose level was 154 mg/dl. Customer stated that the alarm did not clear by selecting ok. Customer also stated that the insulin pump screen did not turn off. Troubleshooting was performed for insulin pump error. Customer stated that the belt clip was broken. Customer was advised the insulin pump would need to be replaced and to revert to back up plan. The insulin pump will be returned for analysis.